Event description:
Pt noticed that one syringe in her box of insulin syringes had markings that didn't match up with the other syringes. Only one syringe found in the box after noticing. Defective syringe started off with 0.06 ml (6 units) marking instead of 0. (O units).